Event description:
Event description boston scientific, crm received information that this implantable cardioverter defibrillator (ICD) device was explanted as it had reached elective replacement indicator (eri) status. Premature battery depletion was suspected due to a very rapid charge time extension. In may 2006, the device was interrogated and the battery voltage was 2.87 v with a 14.8 second charge time. In august 2006, the voltage was 2.66 v with a 25.1 second charge time. No adverse patient effects were reported.